Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week post implant and prior to expect hospital discharge date, the right atrial (ra) lead was discovered to have dislodged, which was confirmed on chest x-ray. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.